Event description:
During routine testing of the device at the service center, the user reported that the blood parameter probe failed the traveling standard reference sensor test. Since the event occurred during routine testing, there was no patient involvement during this event.